Event description:
The customer reports, that she obtained 300mg/dl on her accu-chek advantage meter. She felt hypoglycemic. She dosed herself with additional insulin and passed out 20 minutes later. She was not treated by the paramedics. She was transported to the hospital and treated. She received a delay in treatment. New system sent to customer and return requested.